Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare provider (hcp) regarding a patient receiving an unknown intrathecal medication via an implanted pump for spinal pain. Compatibility guidelines were requested for an MRI and it was unknown if the procedure was due to a problem with the device or therapy. The reason for the MRI was an abscess infection, abdominal pain, and fever. It was noted the symptoms started after the new pump was implanted on (B)(6) 2019. No further complications were reported/anticipated or expected.